Manufacturer narrative:
All operating currents are within specification. There were no unexpected battery anomalies noted. The unit alarmed a21 after a battery change due to a broken solder joint on c13 I/b. The unit was received with intermittent button response which was due to corroded keypad traces. The unit was received with minor scratches on the lcd window, cracks on the reservoir tube lip, cracks on the battery tube threads, and the end cap sticker was missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an excessive no delivery alarm. The customer also reported receiving a button error alarm. Customer's blood glucose was 224 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.